Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patients electrode belt therapy electrodes were non-functional.